Event description:
The customer obtained imprecise vitros phyt quality control results on a vitros 5600 integrated system. Values of 32.1, 30.9, 19.0, 29.6, 29.3, 30.7, 30.8, 31.3, 30.6 ug/ml were obtained from the qc lot m1914 fluid versus the expected value of 24.1 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation that patient samples were affected and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phyt quality control results were obtained on a vitros 5600 integrated system. There is no evidence to suggest that a reagent related issue contributed to the event. An ocd field engineer performed service actions to the microslide incubator and immune-wash fluid metering subsystems. Following these service actions, acceptable vitros phyt performance was observed. The investigation was unable to determine a definitive root cause. However, the most likely root cause of this event was concluded as instrument related.